Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction with two consecutive wearable's and this record captures the second wearable. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the areas were prepped with alcohol. On (B)(6) 2025, the patient developed pain at the first sensor insertion site and her daughter helped removed the sensor. Upon sensor removal, there was swelling/inflammation under the sensor patch area. She applied over the counter neosporin ointment to the reaction area and inserted a new sensor in her other arm. On (B)(6) 2025, she developed the same symptoms at the second sensor insertion site and decided to remove the sensor and provided the same treatment. On the same day, the patient consulted a physician and had blood work done which confirmed the patient had a staph infection at the sensor insertion sites. The patient was prescribed an oral antibiotic medication (sulfamethoxazole trimethoprim 800 mg, twice a day in the morning and at night) and was advised to keep the areas clean and dry. At the time of report, she still had pain in her arms. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B6 relevant tests/laboratory data,inclu - additional. H2 additional information. H11 - additional. Related record:(B)(4) (not reportable).

Event description:
Subsequent to the initial MDR, additional information is required.